Event description:
A non-healthcare professional reported that during the implantation of intraocular lens (iol) , the injector was pressed in the anterior chamber, at the moment noticed that the optic was stuck to the haptic and broken. The lens had to cut and removed it another lens was implanted. The patient was in very good condition. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. The product was not returned for analysis. Only photo was returned. Provided photo 1 shows a implanted iol and a surgical instrument touching the iol. Reported damage cannot be observed in this photo. Photos 2 and 3 show an implanted iol. Both haptics are partially visible and are over the optic. One haptic appears to be broken. Photos 4 and 5 show an implanted iol and a surgical instrument touching the iol. The optic and one haptic, which is folded over the optic, are visible. Photo 6 shows an implanted iol and a surgical instrument touching the iol. Reported damage cannot be observed in this photo. We are unable to determine the root cause for the reported complaint "the optic was stuck to the haptic and broken". The product was not returned for analysis. Haptic stuck to optic and broken haptic were observed on the returned photo. Precise adherence to the device preparation and iol implementation, precautions, and directions for use sections in the document is critical for optimal iol delivery, avoiding potential damage to the iol, cartridge, or both. Although the root cause of the reported event remains undetermined, this document identifies several factors that, individually or combined, could potentially contribute to an outcome similar to the reported event. These factors include, but are not limited to: ¿ improper ophthalmic viscosurgical device (ovd) use: the cartridge should be filled with a qualified ovd product until visible in nozzle tip. Insufficient ovd volume and/or use of a non-qualified ovd may lead to inadequate coverage of the iol and cartridge lumen potentially causing iol folding/unfolding issues, iol damage, and/or cartridge damage during lens delivery. ¿ incorrect ovd temperature: ensure both the device and the qualified ovd reach operating room temperatures (between 18 °c (64 °f) and 23 °c (73 °f)) by equilibrating for 30 and 20 minutes respectively. Colder temperatures can increase the ovd viscosity, creating greater resistance during iol delivery. Warmer temperatures may cause the iol to become more pliable, affecting proper haptic folding during insertion and unfolding after delivery. ¿ excessive dwell time: implant the lens within one minute of reaching the designated pause location on the cartridge nozzle. Leaving the iol in that location for more than one minute can increase the risk of iol folding/unfolding issues, iol damage, and/or cartridge damage during lens delivery. For complete product use information, including additional factors that could influence optimal iol delivery outcome, refer to the product information document referenced above. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint could not be observed. The iol was returned outside of the device. The device was received in a blister tray inside the product carton. The plunger is fully advanced outside of the nozzle tip. Solution is dried in the device. Stress and aneurysm observed on the nozzle tip. Lens received outside of the device in a piece of gauze. The lens is cut in the centre of the optic. Both haptics are broken/torn and not returned. The product investigation could not identify the root cause for the reported complaint "the optic was stuck to the haptic and broken" as the iol was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Damage was observed to the tip of the nozzle. The observed damage typically occurs if there is a lack of viscoelastic between the lens and the nozzle lumen and/or if the plunger is not positioned correctly at the trailing optic edge for advancement. This can allow the lens to fold around the plunger tip making it too large to correctly advance through the narrow tip of the nozzle causing damage or become stuck. The manufacturer internal reference number is: (B)(4).